Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia, including a low glucose reading in the early morning, requiring caregiver-administered oral glucose due to the patient¿s inability to self-treat. Symptoms included hypoglycemia without seizure or loss of consciousness. Outcomes included the need for caregiver intervention with oral carbohydrate and no emergency care or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that a device malfunction could not be confirmed and the event was unconfirmed for device-related failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.